Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the sensor cannula disappeared after inserting each sensor and the sensor signal was never found. The sensor will be replaced and agreed to return the product for analysis.